Event description:
It was reported that after changing infusion supplies, the ilet pump displayed alert 38 for a motor stall and the user experienced failure to infuse, resulting in hyperglycemia that rose into the 400s; the user performed a successful dry run, replaced supplies using new insets, cartridge, and connector, and then resumed insulin delivery while also using subcutaneous insulin via pen for correction without reported symptoms. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a stalled motor device component, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.